Manufacturer narrative:
Investigation included a review of the event details reported by the family. Investigation of this case revealed that the cause of hypoglycemia was unclear based on the available information. It was concluded that no device malfunction was confirmed and that the event was consistent with hypoglycemia of undetermined cause during use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas after delivering a meal dose for a larger-than-usual dinner, with a documented blood glucose nadir of 44 mg/dl, and the family elected to stop pump therapy and resume backup insulin pens due to perceived frequent lows and a belief that the algorithm was not adapting. Symptoms included hypoglycemia requiring treatment. Outcomes included self-treatment with oral glucose and subsequent recovery to target range without emergency care or hospitalization.